Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. The event history log (eh) showed a check clutch error and plunger alarm. An occlusion test was performed as part of the functional test and the reported issue was duplicated. The check clutch was found during the occlusion test. The reported cause was due to a combination of lead screw and both halves of the clutch were found old, dirty, and worn out due to normal wear. As a result, the lead screw, left clutch, and right clutch were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a check clutch error or plunger malfunction. It is unknown if there was patient involvement, no adverse patient effects were reported.